Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no.: unknown, batch no.: unknown. It was reported by the regulatory agency that the patient experienced reactions involving chloraprep. Per (B)(4). Abdominal distension v.24.0. Aggression v.24.0. Anxiety v.24.0. Dermatitis v.24.0. Dermatitis exfoliative generalised v.24.0. Discomfort v.24.0. Drug ineffective v.24.0. Dry skin v.24.0. Eczema v.24.0. Emotional distress v.24.0. Erythema v.24.0. Hot flush v.24.0. Insomnia v.24.0. Irritability v.24.0. Malaise v.24.0. Mobility decreased v.24.0. Oedema v.24.0. Pain v.24.0. Pain of skin v.24.0. Product use issue. Pruritus v.24.0. Rash v.24.0. Sensitivity to weather change v.24.0. Skin discolouration v.24.0. Skin lesion v.24.0. Staphylococcal infection v.24.0. Urticaria v.24.0. Urticaria thermal v.24.0. Weight increased v.24.0. Wound secretion.